Manufacturer narrative:
The service engineer (se) evaluated at the customer site. The reported issue could not be reproduced. Testing was performed in an effort to reproduce issue, no observations noted. Device passed all applicable testing. Data reviewed noted there was no relationship with pump rpm and pressure, indicating that any pressure generated was not a result of a kink or occlusion in the tubing. There was no report of removing and reconnecting the arterial pressure sensor line which may have ruled out a connection issue. However, the root cause could not be determined conclusively.

Event description:
The device user (du) reached out to clinical specialist (cs) to report the device entering false liver on board (lob) from preparation mode. He explained that he removed around 300ml of perfusate from the reservoir bag as he had previous experience with an overfilled reservoir being the cause of a false lob. The cs got on a video call with the du and first noted that the arterial pressure on the graphical user interface (gui) screen was measuring approximately 200mmhg, the arterial pinch valve was measuring 0, and flows were displayed in all flow values. The cs explained that this high arterial pressure was the cause of the device entering false lob. Subsequently troubleshooting was performed but it did not resolved the high arterial pressure on the device. The du performed two power cycles on the device and this did not resolve the high arterial pressure. The cs transferred the disposable set to a second device. The du was able to transfer the disposable set to another device and the issue resolved. Subsequently, the arterial pressure remained within normal parameters for preparation mode.